Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular and non-vascular.

Event description:
It was reported that a spaceoar vue device that was misplaced. The planned computerized images were reviewed, and it was observed that most of the hydrogel was in the right place. However, some of the it appeared to have migrated through the genitourinary diaphragm and landed near the posterolateral aspect of the penile bulb. The hydrogel was observed on the right side of the prostate at the midgland level. It may be located within the prostate capsule or within the venous plexus encircling the gland. The concentration of the hydrogel on the right side suggests it is within the capsule, rather than being distributed circumferentially. Upon examining the images towards the lower apex, the hydrogel presented a web-like appearance, suggesting its probable location within the venous plexus, having moved around to the prostate's right side. The superior region showed no presence of hydrogel.